Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Resistance and pressure tests were completed to assess lead electrical performance and insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities.

Event description:
--

Event description:
Boston scientific received information that this patient was hospitalized for low blood sugar levels. During device check, this right atrial (ra) lead exhibited loss of capture (loc). A chest x-ray was done where this lead was confirmed to be dislodged. This patient underwent a surgical revision procedure where this lead was explanted. No additional adverse patient effects were reported.

Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.